Event description:
It was reported that the staple line is bleeding. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch # 814a34. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? I don't know exactly, but the pa said it was bleeding in the middle of stape line. So I think it's a malformed staple. * how was the bleeding controlled? Product defects are reported after occurrence. It is not known how the bleeding was controlled, but most of them use clips, sutures, and hemostatic agents. * how much blood was lost (ml)? How do I know how many ml of bleeds the patient did? It's important for the patient to stop bleeding. What's important about this? * did the patient require a transfusion? I checked that there was no big problem with the patient. With korean doctors' surgical skills, blood transfusions are not carried out in such situations. * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It is natural that the surgery bleeds. As far as I know, there will be no hospital stay or cost increase unless the organ which is anastomosis explodes within three days. * what is the most current patient health status and condition? The patient's personal information is unknown after surgery. In korea, patients' information is not shared with their families other than themselves. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 814a34, and no non-conformances were identified.